Event description:
Customer reported that a male patient was undergoing a retrograde cystogram when the x-ray equipment shut down at the end of the procedure. She reported that they nearly completed the procedure, but the final pictures for documentation were still needed. She reported that they used a portable c-arm to take the final pictures.

Manufacturer narrative:
Liebel flarsheim field service engineer report the off switch not working. Cleaned contacts and veriried operation.